Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings: during testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the threads to the case seal. Also unrelated to the complaint, evaluation revealed that the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The keypad cover was fully intact; no damage was observed. The keypad cover was removed and contamination as found under all key contacts.

Manufacturer narrative:
Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. Unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored. Also unrelated to the complaint, evaluation revealed that the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The keypad cover was fully intact; no damage was observed. The keypad cover was removed and contamination as found under all key contacts.